Event description:
It was reported that froze on wire occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.5x15mm, eccentric, de novo target lesion was located in the mildly calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was selected for use. However, the wire was stuck at the tip of the balloon and could not be pulled from the wire lumen. The device was removed and the same thing happened with another 3.50 x 15mm nc emerge balloon. The procedure was completed with a different device. There were no patient complications reported and post procedure, the patient was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. H6 impact codes: corrected. Visual inspection revealed no kinks or damages. Microscopic inspection of the balloon material identified no tears or pinholes in the balloon. There was no sign of distal tip damage and no damage to the markerbands. The inner wire lumen was stretched and bunched 4.6 cm from the distal tip. The device could not be loaded on a 0.014 guidewire due to the damage on the inner lumen.

Event description:
It was reported that froze on wire occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.5x15mm, eccentric, de novo target lesion was located in the mildly calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was selected for use. However, the guidewire became stuck at the tip of the balloon and could not be pulled from the wire lumen. The device was removed and the same thing happened with another 3.50 x 15mm nc emerge balloon. The procedure was completed with a different device. There were no patient complications reported and post procedure, the patient was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.